Event description:
Patient presented to the physician with redness and swelling at the ipg site. Physician prescribed antibiotics. Patient returned to the physician for a follow-up appointment without improvement. Physician prescribed oral antibiotics. This resolved the issue.